Event description:
Pt reported the infusion device turns off and then everything it turned on by itself. Pt stated this has been occurring for a month and has happened many times. Pt reported it didn't happen in a specific place or in a specific time. Pt stated he changed the batteries but the issue persisted. Pt reported the infusion device did not give any alarm or error message. Pt stated he continued to use the infusion device until 2 weeks ago when an e6 (mechanical error) message appeared. Pt reported no issues with his blood glucose level and that his level was always perfect. Pt is currently using the backup infusion device. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.